Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was performing the air removal step and they did not feel any air come out from the cartridge as expected. There was no adverse impact to customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.